Event description:
Customer reported (B)(6) elevated patient leadcare ii blood lead results observed across three separate days. Confirmatory testing had been completed for two (2) patients, and three (3) additional patients were scheduled for repeat testing using leadcare ii and venous confirmation later that week. After identifying the elevated results, the customer reran quality controls. The controls were reported as out of range (high). The customer then opened a new leadcare ii test kit and repeated the controls; all control results were within range. Using the new leadcare ii kit, the customer retested a patient who previously had a result of 4.0 g/dl. The repeat leadcare ii result was <3.3 ¿g/dl. A venous confirmatory test for the same patient returned a result of <1.0 ¿g/dl. Technical services sent a replacement test kit, and the customer will return the affected kit for further investigation.